Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 09-jul-2018, arjo was informed about the event which took place in (B)(6) in the us. The patient- 60 years old male was transferred using the sara 3000 active floor lift. When the resident was lowered onto the toilet, his legs got stuck in the device kneepads section (leg support foam which allows natural flexition of the ankle during the transfer). The patient was secured in the sling, (which held him up) at the time of the event. As the result, the patient sustained the hyperextension of the knees, redness and minor shortness of breath. No serious injury occurred. The customer was visited by arjo representative on 20-jul-2018. The device was evaluated and it was confirmed that the sara 3000 lift involved in the incident was up to the manufacturer's specifications, no failure was found. Following safety instruction included in the instruction for use (kkx8101m_en_13) dedicated to the sara 3000 floor lift: "before attempting to use sara 3000, a full clinical assessment of the patient/ resident condition and suitability must be carried out by a qualified person." The sara 3000 device is the active floor lift. This means that the patient shall have an active participation in the transfer process- from raising the resident to the standing position, up to the transfer with the lift. In other words, the intended user group as indicated in the device labeling should be mentally and physically capable of at least partial standing capability and stability. When reviewing the reportable events for sara 3000 and similar active lifts, we have found a number of cases related to this type of event: patient not suited for use with the device. In summary, the sara 3000 active floor lift was being used at the time of the event and played a role in the reported incident. There was no failure found with the involved device that could have caused or contributed to the event. The complaint was decided to be reported to the competent authorities due to the allegation that the resident lost the body weight balance.

Event description:
On (B)(6) 2018, arjo was informed about the event which took place in (B)(6) adult training center in the us on (B)(6) 2018. The patient ((B)(6) male) was transferred to the toilet using the sara 3000 floor lift. When the patient was lowered onto the toilet, his legs got stuck in the kneepads. The patient was secured by the sling, which held him up when this event occurred. As the result, the patient sustained the hyperextension of the knees, redness and minor shortness of breath. Based on the clinical expert opinion, they do not meet the definition of the serious injury.